Manufacturer narrative:
H10: twelve (12) actual devices were received for evaluation. A visual inspection was performed using the naked eye and there was no evidence of broken condition or damage. The 12 units were found to be in their normal condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twelve (12) small volume folfusors were received broken. There was no patient involvement. No additional information is available.